Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown, batch#: unknown. The locking injector came detached from syringe during compounding. Additional information: please share the lot number. Lot number was not confirmed. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, medication administration, etc.)? (Detail). None was needed. Was there any harm to the patient/caregiver? (Detail). Due to other environmental controls as well as proper ppe there was no harm to the pharmacy tech who performed the compounding and was exposed to the chemotherapy.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one n40-o injector was provided to our quality team for investigation. Upon visual inspection of the returned product, no damage or defects were identified. Functional testing confirmed that the injector connected securely to the mating luer without issue. Dimensional testing was also performed on the injector¿s luer threading. No conditions were found that could lead to disconnection between the optima injector hub and the syringe. The iso luer lock thread meets all required specifications, and all dimensional measurements are within tolerance. Please note that each product undergoes multiple visual and functional evaluations during the manufacturing process. However, because the lot number associated with this incident is unknown, a device history review could not be completed. Based on our investigation, we were unable to establish a root cause related to our manufacturing process at this time. Complaints for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews this data to identify any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H tab updated: d tab material 515056, injector locking n40-o.

Event description:
No additional information.